Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-00858. It was reported that the patients leads were cut and explanted during a previous surgery for an unknown reason on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.